Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. A verathon service representative evaluated the returned video monitor and was unable to duplicate the reported issue. The device was tested over two (2) days with no failures observed. The internal connections of the video monitor were also inspected with no issues observed. The video monitor passed all tests and was returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the screen of the video monitor stayed black. The customer indicated the lights around the buttons were illuminated but nothing was being displayed on the video monitor. A second glidescope avl video monitor was used to complete the procedure, reportedly there was a three (3) minute delay while the second device was prepared. No harm to patient or user was reported.